Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, repeated non-recoverable faults occurred on the system. The customer power cycled the system, however, the issue persisted. The customer powered down the system and reseated all the fiber cables. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to confirm all cables were seated properly then power back on. The system powered up without the error returning. The tse reviewed the system logs and found multiple instances of error 90 on the isi core controller (icc). The customer continued; however, the error returned after a few minutes. The tse advised the customer to hard power cycle the vision side cart; however, the customer reported it was already performed. The procedure was converted to laparoscopy with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the isi core controller (icc) node and reprogrammed it as error 90 continued to occur during use. The system was tested and verified as ready for use following the replacement. Isi has received the icc involved with this complaint; however, the evaluation is not yet completed. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed multiple errors 90 on isi core controller (icc) related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sh1163. This complaint is considered a reportable malfunction event due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the isi core controller (icc) board involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated the customer reported complaint. The icc board was in good condition and was installed and tested on a test system. The system started up without any error. A total of 20 power cycles were completed and the icc intermittently logged errors 90 and 91. An out-of-range voltage value was read from a board analog to digital converter (adc) register, indicating the board had a power issue.

Event description:
Refer to h10/h11 for follow-up information.